Manufacturer narrative:
1 x echo-19 of lot # c1785528 was returned to cirl for evaluation open in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation. In summary the following results were observed in the lab evaluation: the needle was found to be kinked below sheath extender (proximal). Sheath extender able to retract with difficulty. Needle able to advance and retract with difficulty. Distal end of needle examined and no issue observed. Stylet retracted from device with difficulty. Stylet examined and no issue observed. Attempted to insert stylet into device but would not pass the kink below the sheath extender. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1785528 did not reveal any discrepancies that could have contributed to this complaint issue. The notes section of the instructions for use, which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. It may be possible that damaged occurred during the attachment to scope and potentially causing the needle kink resulting in stylet difficulties. A CAPA has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/ sheath extender junction. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
User cannot pull the stylet during procedure, and the handle is not movable. User then changed to another same device to complete the procedure. Device was returned on the 10 june 2021 and a proximal kink was noted. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? N/a. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Stomach. Please describe the size of the intended target site. 5 x 6cm 5cm 6cm what is the endoscope manufacturer and model number that was used with this device? Olympus gf-uct2000/ gf--uct2000. Was gaining access to the targeted site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was needle penetration of the targeted site difficult? No. Was the stylet in place inside the needle when advancing into the targeted site? Yes. How many biopsies were obtained with use of this needle? None. Did any section of the device detach inside the patient? No. If not with the device in question, how was the procedure performed and/ or finished? With another same device to complete the procedure.